Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a failing motor. The evaluation also found 5 of 6 motor screws broken. The motor assembly and motor screws were replaced.

Event description:
It was reported that a device was alarming system error 105. It was also reported that there was no patient injury.